Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to erosion that was caused by a exposure of the distal end of penis. It was said that the device was undersized and therefore, it was removed and replaced with cylinders that were a better fit for the patient. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.